Manufacturer narrative:
Additional information indicated that the customer performed a system check on their own and found that the cartridge needed to be changed. The customer changed the supplies and is now "fine". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 285 mg/dl and was addressed with an injection of insulin. The customer declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusion.